Event description:
It was reported that the patient complained of pain at the implantable cardioverter defibrillator (ICD) site post altercation. A pocket revision was done and the device was found to have been laterally displaced. The device was repositioned. The device remains in use. No further patient complications have been reported as a result of this event.